Event description:
(B)(6) 2022, noise was observed to the lv lead and rv lead. Rv lead had elevated impedances and thresholds so a lead conductor break was suspected. (B)(6), rv lead was capped and additional lead was implanted. The doctor reported the lead conductor broke inside of the pocket. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.